Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had a hard time registering the patient but were able to resolve the issue. They removed metal near the chest, repositioned the plate and used a shorter donut. The site plugged in the emitter and plugged it back in. A manufacturer representative (rep) helped the site troubleshoot this over the phone. The rep also helped troubleshoot the straight suction not consistently staying in view. The straight suction was unable to stay in view. All of the other instruments worked fine. Troubleshooting was performed. The straight suction issue was not resolved. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome.